Event description:
It was reported that the patient presented in clinic for a device upgrade. Due to the patient having old leads, the physician wanted to look at them under x-ray. Upon review, it was discovered that the riata lead had externalized conductor just proximal to the distal coil and the right atrial lead exhibited intermittent noise. The decision was made to leave the leads alone. No intervention was performed. The patient was in stable condition.